Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. The cause of death was cardiopulmonary arrest. It was reported that the patient experienced chest pain and loss of consciousness while performing automated pd therapy with the homechoice device. The patient was admitted to the intensive care unit (ICU). The patient was placed on a ventilator while in the ICU. Other treatment received by the patient while hospitalized was not reported. Pd therapy was discontinued on the same day as admission to the ICU and the patient was transferred to hemodialysis therapy. The patient died two days after being admitted to the ICU. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Should additional relevant information become available, a supplemental report will be submitted.